Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 3 toggle, when pushed down, kept sticking when the pa activated the jaws. The toggle stayed in its backward, activated state (supposed to go back to neutral state once activation toggle is released). This occurred 3-4 minutes after the device was activated. The harvesting tool was placed on the mayo prior to use. The pre-test was done correctly at the start of the case. The clinician forced the toggle to its neutral state, and activation did stop. They proceeded with the case and this happened again. For troubleshooting, they unplugged the hemopro 3 device from the power supply and plugged it in again. The same issue occurred. They then rebooted the power supply and the issue occurred again. The device had no visual damage. They performed visual inspection and the wet gauze test prior to clinical use. A new hemopro 3 was retrieved to finish the case. There was no additional or time added as the surgeon was still taking down the ima. There were no adverse events reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.